Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box and alarm history showed no unusual events. During investigation the pump booted to the verify screen and the pump was exercised for 24 hours without interruptions. The pump cover was removed and no damaged was observed to the pump.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had no power. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.